Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to "in the 40's" (mg/dl) while wearing the pod between 4 and 24 hours. The patient reported losing consciousness at work, hitting his head and having a seizure. In the emergency room, patient was given a shot of glucagon and insulin was delivered intravenously. Patient left the hospital after 3-4 hours; pod was removed in the ER and was discarded.